Event description:
It was reported that the tines of a starburst xl device came out when trying to retract the tines. There was no reported patient injury, the procedure was completed.

Manufacturer narrative:
During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The returned device was evaluated and complaint was confirmed. The cause of the tines coming out may have ben due to the set screw not being flush with the main body of the device. Awareness training for the operators was performed on the assembly procedure by manufacturing engineering. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).